Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a routine device exchange, the set screw of the device failed to disconnect from the header of the device. No additional information was received. The patient was stable.